Manufacturer narrative:
D9 - device available for evaluation - yes, received date: 26mar2026. Investigation summary: received one (1) used 011-mc33830 ext set w/4-gang stopcock, 7 clave for inspection. The male luer at the end of the stop cock was broken off inside of the female luer of the tubing. The connection is a bonded connection. Examination of the break showed cold form damage. The male luer at the distal end of the set was broken off. Examination of the break showed a spiral fracture. The tip of the male luer and the mating device were not returned for inspection. The complaint of leaks and a break can be confirmed. The probable cause of the first break is due to an unintentional bending force during use. The probable cause of the second break is due to an excessive twisting force, possibly due to the connection to the mating device being difficult to remove. A device history review could not be conducted because no lot number(s) was/were identified

Event description:
Additional information was received from the customer stating that they didn¿t observe any physical defects in the device. The leak didn¿t come into contact with the patient or healthcare professional. The leak was cleaned according to the facility's protocol, without using a specific kit. There was patient involvement and no harm reported.

Manufacturer narrative:
Additional information b5.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
When using a ext set w/4-gang stopcock, 7 clave¿ during a patient's infusion, a localized leak was reported at the central venous catheter (cvc) lines at the junction of the distal infusion line and the extension tubing. The reporting physician initially thought the leak was at the extension tubing and so replacement was attempted; however priming of the extension tubing was not possible. The distal infusion line tip was reportedly broken, which explained the leak per the customer. This infusion line was replaced. The lot number was unidentifiable because the packaging had been discarded and several lots were mixed together in the unit's pharmacy cabinet. The consequences of the incident are as follows: failure to administer some of the patient's medications (insulin and potassium chloride), which did not cause any direct or immediate consequences, only a more prolonged hyperglycemia than would have been if the insulin was administered in full. There was no other clinical impact to the patient and no further information available.